Event description:
Dimensional discrepancy. It was reported that, "implant curvature was less bowed than trial stem. As femur was reamed with flexible reamer and the femur is bowed, the less bowed stem implant cannot be inserted. The femur had to be over reamed by 2mm to accommodate the implant.

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There are 3 events associated with this event type (dimensional discrepancy) and product code kro.